Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a protruded and loose drive support disk. The functional tests could not be completed due to the motor error alarm. The insulin pump had normal operating currents and no battery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced both low and high blood glucose levels. The customer reported that she had experienced a blood glucose of 400 mg/dl previously. Troubleshooting was done. The customer stated that the drive support cap was loose and flush. Advised that the customer's insulin pump needed to be replaced. Advised the customer to follow her medically prescribed back-up plan. Advised that a replacement insulin pump would be sent. Nothing further reported.